Manufacturer narrative:
Initial and final MDR 1889221- MDR 3003442380-2024-08650- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-march-2024, it was reported that the patient experienced 4 infusion set fell off during use, which led to low blood glucose level of 130 mg/dl. The infusion set used for less than 24 hours. Insertion area was cleaned, air dried and free from hair. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.